Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that back up battery fault alarm was observed on the patient¿s system controller. The vad coordinator attempted to resent the battery within the controller and when reconnected after a few seconds, the flag to replace the battery remained. Battery was replaced and the controller still alarmed with a banner stating to change the battery. The vad coordinator connected the backup controller to the power module and the backup had the same flag alarm banner stating to ¿replace backup battery.¿ at that point, the monitor was reset. During the analysis of the log files the backup battery faults were observed. The original back up battery was replaced but will not be returned. The alarms resolved and the patient was stable. No additional information provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was confirmed via analysis of the submitted log file. The submitted log file contained approximately 11 days of data ((B)(6) 2020 per the timestamp). The log file captured the system controller clock being changed on (B)(6) 2020 at 13:33:44. When the clock was changed, the year was changed to 2028, which caused a backup battery fault alarm associated with backup battery end of service life fault. The alarms activated due to the date on the controller clock being greater than the expiration date of the backup battery. The backup battery was uninstalled and reinstalled several times for the remainder of the log file. The backup battery fault remained active when the battery was reinstalled each time due to the controller clock being set incorrectly. No other notable alarms were active in the log file. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The root cause of the reported event was determined to be the system controller clock being incorrectly set to the year 2028, resulting in the controller date being greater than the backup battery¿s expiration date. No further information was provided. The manufacturer is closing the file on this event.